Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four bursts of inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks, which exhausted therapy, for a sinus tachycardia. The same day, the patient experienced another sinus tachycardia event and the device delivered the same amount of atp and shocks and therapy was also exhausted. Technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four bursts of inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks, which exhausted therapy, for a sinus tachycardia. The same day, the patient experienced another sinus tachycardia event and the device delivered the same amount of atp and shocks and therapy was also exhausted. Technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. The device remains in service.